Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to ((B)(4)). Complaint received as follows: on (B)(6) 2012, convatec regulatory forwarded wwps/CAPA a medical device adverse event report. A 2 way foley catheter was inserted into pt by doctor on (B)(6) 2012. Pt was transferred to ICU after surgery. Urinary catheter was ordered to be removed on (B)(6) 2012. Bedside ultrasound done with pas-confirmed that balloon intact and within bladder. Catheter cut just proximal to hub but balloon still not deflatable. Attempt to aspirate from lumen of foley balloon, unsuccessful. Attempted to pass stylet through lumen of foley balloon, encountered area of resistance 6cm from penile tip. Decision taken to cut foleys proximal to area of resistance-successfully deflated balloon. Catheter removed, uneventful. Post check ultrasound bladder no indwelling catheter seen.

Manufacturer narrative:
This case has been reviewed and deemed a malfunction. Based on current info, recurrence of this malfunction would likely lead to a serious adverse event because although there was no injury in this case to the 5 month old infant who was catheterized prior to a surgical procedure, medical intervention and sometimes surgical intervention is needed to remove the catheter and thus, to prevent serious injury. In this case, the balloon was able to be deflated by cutting the catheter proximal to a blockage that was 6 cm from the penile tip. There was no injury or sequelae to the infant from the event. Reported to the FDA on (B)(4) 2013.